Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door was failing and continued to make a clicking noise. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door was failing and continued to make a clicking noise. A field service engineer (fse) replaced the door latches to resolve the issue and confirmed functionality in diagnostics. The system functioned as intended after field service engineer repaired the device.